Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device showed ventricular pacing failures with an impedance higher than 3000 ohms, several days after the implantation. The physician decided to reposition the lead, which was dislodged and moved into the right atrium cavity. On (B)(6) 2018, the reintervention was performed but failed as the screwing system was blocked. The ventricular lead was replaced by another vega r58, which had the same issue at implantation, and was also replaced.

Event description:
The subject device showed ventricular pacing failures with an impedance higher than 3000 ohms, several days after the implantation. The physician decided to reposition the lead, which was dislodged and moved into the right atrium cavity. On (B)(6) 2018, the reintervention was performed but failed as the screwing system was blocked. The ventricular lead was replaced by another vega r58, which had the same issue at implantation, and was also replaced.

Manufacturer narrative:
(B)(4)